Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2022-33587.

Event description:
A nurse reported that during the cataract surgery with intraocular lens implant procedure, it is noticed that foreign body adheres to the iol, possibly residue from the cartridge according to physician. Foreign matter can be rinsed away and sucked off. As per the nurse, the problem occurs for about 3 months in irregular intervals.

Manufacturer narrative:
One opened handpiece injector was returned for evaluation for the report of foreign body. A visual inspection of the handpiece injector was performed and was found to be non-conforming with white foreign material at multiple locations along the plunger. A dimensional plunger position height check was performed and was found conforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. The foreign material was analyzed using micro ft-ir and was found to most closely match non company ophthalmic viscosurgical devices (ovds). A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirmed the reported foreign body. The particle analysis found the foreign material to most closely match non company ovd. Non company ovd is not a material that is used in the handpiece injector manufacturing process or in the packaging process of the handpiece injector. How and when the non company ovd got on the plunger cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. A potential root cause of the non company ovd is use during surgery. Per the instruction for use (IFU) for this device, the handpiece is non-sterile and must be cleaned and sterilized prior to each use per cleaning and sterilization instructions within the IFU. The manufacturer internal reference number is: (B)(4).